Event description:
It was reported to medtronic minimed that the customer experienced often changed battery for pump and had high readings on many occasions. The customer reported blood glucose value of 115 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-1880. Troubleshooting was not performed. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. The pump was monitored and no charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. On the event date of 21-jan-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 21-jan-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 90750 (9.075 u) and dailytotalofbolusinsulindelivered = 68000 (6.8 u) which is equal to the dailytotalofallinsulindelivered = 158750 (15.875 u). All bolus/basal were delivered in auto mode/manual mode. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There were no charge/battery lasts less than expected or battery related alarms or alerts recorded on the formatted history file on the event date of 21-jan-2025. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 12/29/2024 01:26:01 after more than 7 days at 23.43 days. Battery cycle 2 received the lowbatteryalert (104) on 12/05/2024 13:58:00 after more than 7 days at 22.6 days. Battery cycle 3 received the lowbatteryalert (104) on 10/26/2024 20:42:00 after more than 7 days at 22.55 days. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 21-jan-2025. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.25 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for charge/battery lasts less than expected was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.